Event description:
Information was received from a patient regarding an external device. The reason for call was patient says that when charging ins the controller screen will turn off, even when controller is fully charged. They said this also happens when trying to connect wirelessly to the ins. Patient will also see not device found screen intermittently. They will also see a replace controller battery screen. Patient says this has been happening for 4-5 months and then more recently they found that the recharger (rtm) is getting hot, with no visible damage on the cord. Controller port looks intact. Battery pack and battery pack compartment look intact. The issue was not resolved. A replacement controller was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.